Event description:
It was reported that via remote transmission non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Event description:
New information received notes that a remote transmission showed further post-paced t-wave oversensing. The device was reprogrammed.